Event description:
It was reported that a user experienced persistent ¿restart 41¿ alerts on an ilet device despite multiple restarts and after changing the cartridge and connector; the device displayed an absolute range insulin error consistent with a restart malfunction. Symptoms included device alarms only. Outcomes included interruption of insulin delivery requiring device replacement. Investigation included guided troubleshooting with a restart and component changes. Investigation of this case revealed recurrence of the alarm after standard corrective steps, consistent with a malfunction related to insulin delivery control or internal fault. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to isolate a specific component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.